Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that she experienced an extremely low blood glucose (bg) with symptoms of dizziness and unable to stand on her own. The patient was treated with syrup. The patient reported that she received unintended insulin due to the pump pushing all the insulin out. The patient confirmed that she was not completing a load or prime step at the time of the low bg. This report is being made due to patient's alleged hypoglycemic event while on insulin pump therapy.